Manufacturer narrative:
All buttons functioned properly during testing. However, the insulin pump had moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube.

Event description:
The customer's parent reported via phone call indicating that the insulin pump alarmed button error. The customer's parent does not recall any significant events leading to the alarm. Customer's blood glucose level was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.